Event description:
Rep reports that, doctor explanted a pt's valve because there was visable debris in the resevoir and the cam. Rep requested replacement.

Manufacturer narrative:
Codman has rec'd the device for evaluation. Upon completion of the investigation a follow up report will be filed.